Manufacturer narrative:
The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using tube sst plh 13x75 3.5 plbl gold br the stopper is popping off. Sometimes the stopper pops off before sample is collected. This occurred 3 times. Tubes collected in closed draw are arriving to their destiny with cap opened. The entire transportation has been followed and there are no failures. Sometimes the stopper pops off before sample is collected, making impossible to use it. It was reported this same issue in 3 units. Tubes that are collected in opened way the stoppers pop off after 3~4 hours closed, and they are properly closed, centrifuged and transported; but the stopper begins coming up and pop offs by itself some time later, in general by the end of transportation. All stoppers are being checked more than once before being transported.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but three (3) photos were provided for investigation. The photos were reviewed and the indicated failure mode for stopper popoff and stopper cocked with the incident lot was not observed. Additionally, two hundred (200) retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to stopper popoff or stopper cocked as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of stopper popoff and stopper cocked. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10

Event description:
It was reported while using tube sst plh 13x75 3.5 plbl gold br the stopper is popping off. Sometimes the stopper pops off before sample is collected. This occurred 3 times. The following information was provided by the initial reporter: tubes collected in closed draw are arriving to their destiny with cap opened. The entire transportation has been followed and there are no failures. Sometimes the stopper pops off before sample is collected, making impossible to use it. It was reported this same issue in 3 units. Tubes that are collected in opened way the stoppers pop off after 3~4 hours closed, and they are properly closed, centrifuged and transported; but the stopper begins coming up and pop offs by itself some time later, in general by the end of transportation. All stoppers are being checked more than once before being transported.